Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the device needed the external batteries are failing the operational test. The device was in clinical use at the time of the occurrence, no patient harm reported.